Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Supply changes were performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.